Event description:
The customer contacted beckman coulter (bec) stating that the probe wipe was leaking (3 drops) at the end of the startup cycle on the coulter act-diff analyzer. The spill was not contained within the instrument. The material safety data sheet (msds) was reviewed by the customer. There is an exposure control plan at the facility. The customer was wearing gloves and gown at the time of this incident. There was no biohazard exposure to open wounds or mucous membranes. No one sought medical attention. There was no impact to patient results. There was no death, injury, or effect to patient treatment.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and observed that the rinse block was leaking on a startup after shutdown only. The fse replaced dual diluent filters, blue diluent filters, vacuum isolator chamber (vic), check valve, and valve vl10 to address the issue. Failure mode was attributed to dual filters, blue diluent filters, vic, check valve, and valve vl10. (B)(4).